Event description:
A customer reported that their insulin pump malfunctioned while they were sleeping. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the issue by resetting the pump and administering a correction bolus via the pump. They did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.